Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off. Prior to shutting off a low power alarm was declared. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. Customer reported blood glucose level was not impacted. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.